Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using the same cable, but had to maneuver the cable into the charging port at a certain angle. The customer's blood glucose level ranged from 183-184 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.